Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The patient has alleged of unknown. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not return to the manufacturer.

Manufacturer narrative:
Additional information was received, section h11 should be reported as: section "reporter phone", "reporter email" in box e has been updated/corrected.